Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. (B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended. As a result the ipg is inoperable and the programmer displays a communication error. The patient underwent surgery on (B)(6) 2016 where the ipg was explanted and replaced with a new model which resolved the issue.